Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided, there is no indication that there was any device malfunction or nonconformance that contributed to the reported event. A review of the labeling found that stroke is noted as a potential complication associated with such procedures as noted within the directions for use. Based on the investigation and the information provided, it was determined that the most probable cause of the reported event was operational context.

Event description:
The patient presented with a subarachnoid hemorrhage (sah) and had a saccular aneurysm on the anterior carotid wall distal to the origin of the opthalmic artery and proximal to the carotid bifurcation. As the device was being retrieved, the coil prematurely detached. The coil was observed to be inside the aneurysm and protruding into the microcatheter down into the cervical internal carotid artery (ica). At this time the patient was taken to the operating room for surgical exposure of the aneurysm and removal of the coil. During the surgery clips were placed. The aneurysm dome was opened and the physician attempted to remove the coil as the microcatheter was retracted through the groin incision but the coil was "stuck". As the physician was making a further attempt to remove the coil, the clip on the aneurysm came off. When part of the coil was removed, there was a hole in the ica superiorly and a vascular graft was used to close the hole. The clips were then removed from the middle cerebral artery (mca) and external carotid artery with no bleeding and hemostasis. A blake drain was placed and the patient was transferred to the intensive care unit. A CT scan two days later noted an evolving infarct involving the mca territory with cerebral edema in the right hemisphere, with effacement of the sulci and mild effacement of the right lateral ventricle. There was no significant midline shift. Due to the stroke, the patient became plegic in the left extremity and hemiparetic in the left lower extremity.

Event description:
The patient presented with a subarachnoid hemorrhage (sah) and had a saccular aneurysm on the anterior carotid wall distal to the origin of the ophthalmic artery and proximal to the carotid bifurcation. As the device was being retrieved, the coil prematurely detached. The coil was observed to be inside the aneurysm and protruding into the microcatheter down into the cervical internal carotid artery (ica). At this time the patient was taken to the operating room for surgical exposure of the aneurysm and removal of the coil. During the surgery clips were placed. The aneurysm dome was opened and the physician attempted to remove the coil as the microcatheter was retracted through the groin incision but the coil was "stuck". As the physician was making a further attempt to remove the coil, the clip on the aneurysm came off dissecting the aneurysm from the parent vessel. The coil broke and a fragment of the coil was left within the cervical ica. The coil fragment was not removed due to the aneurysm. When part of the coil was removed there was a hole in the ica superiorly and a vascular graft was used to close the hole. The clips were then removed from the middle cerebral artery (mca) and external carotid artery with no bleeding and hemostasis. A blake drain was placed and the patient was transferred to the intensive care unit. A CT scan two days later noted an evolving infarct involving the mca territory with cerebral edema in the right hemisphere, with effacement of the sulci and mild effacement of the right lateral ventricle. There was no significant midline shift. Due to the stroke, the patient became pelagic in the left extremity and hemiparetic in the left lower extremity.

Event description:
The pt presented with a subarachnoid hemorrhage (sah) and had a secular aneurysm on the anterior carotid wall distal to the origin of the opthalmic artery and proximal to the carotid bifurcation. As the device was being retrieved, the coil prematurely detached. The coil was observed to be inside the aneurysm and protruding into the microcatheter down into the cervical internal carotid artery (ica). At this time, the pt was taken to the o.r. For surgical exposure of the aneurysm and removal of the coil. During the surgery clips were placed. The aneurysm dome was opened and the physician attempted to remove the coil as the microcatheter was retracted through the groin incision but the coil was "stuck". As the physician was making a further attempt to remove the coil, the clip on the aneurysm came off. When part of the coil was removed, there was a hole in the ica superiorly and a vascular graft was used to close the hole. The clips were then removed from the middle cerebral artery (mca) and external carotid artery with no bleeding and hemostasis. A blake drain was placed and the pt was transferred to the ICU. A CT scan two days later noted an evolving infarct involving the mca territory with cerebral edema in the right hemisphere, with effacement of the sulci and mild effacement of the right lateral ventricle. There was no significant midline shift. Due to the stroke, the pt became plegic in the left extremity and hemiparetic in the left lower extremity.